Event description:
It was reported that the user kept the ilet pump in a back pocket, removed it, and observed a cracked screen after which the screen could not be unlocked, consistent with a damaged display rendering the user interface unusable. Symptoms included an inability to operate the pump for insulin delivery and meal announcements. Outcomes included interruption of therapy requiring backup diabetes management. Investigation included remote case review and coordination for device exchange with instructions to shut down the pump and to sync data to the mobile app prior to return. Investigation of this case revealed physical screen damage consistent with external mechanical impact leading to loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.